Event description:
It was reported that the hydrogel was injected into the rectal wall. No patient complications were reported as a result of this event. Boston scientific corporation has been unable to obtain additional information regarding this event, despite good faith efforts.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block b5, e1 and h6 (impact codes) was updated based on additional information. Block e2 was corrected.

Event description:
It was reported that the hydrogel was injected into the rectal wall. No patient complications were reported as a result of this event. Boston scientific corporation has been unable to obtain additional information regarding this event, despite good faith efforts. Additional information. It was reported that about 1/3 of the hydrogel was injected into the rectal wall. It was indicated that the radiation treatment was not yet started.